Event description:
It was reported, the patient (united kingdom) was experiencing pain around the implant site (left side of neck) and neck stiffness/cramping while using stimulation. As a result, the lead was repositioned (date unknown) which resolved the issues. The implant date is unknown for the below device: model 3688, scs ipg.

Event description:
Further investigation identified the surgical intervention took place on (B)(6) 2014. It was also reported the patient has 2 leads from the same lot.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.